Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: evolutr-26-us, transcatheter valve, implanted: (B)(6) 2015; 305u27, tissue valve, implanted: 2006. (B)(4).

Event description:
It was reported that a few days after implant, the atrial lead had no capture and low p-waves. The lead had dislodged and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.